Event description:
"Caller alleged discrepant result compared with the lab. See scanned table. This is considered an adverse event, because patient's doctor increased coumadin dosage.

Manufacturer narrative:
Meter was returned by customer on march 9, 2009. No strips were returned. For testing performed, results and additional information, see scanned table. The allowable difference between the inratio's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No corrective action required as no product deficiency was established.